Event description:
Reporter noted corneal burn, converted to ecce to complete procedure. Sutures required to close wound. Suspect product problem. Add'l wound repair was required. Follow-up indicated pt was improving.